Manufacturer narrative:
Final analysis found that the insulation was abraded at 29.5 cm to 29.6 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was noted to be fractured. It is unknown how this fracture was discovered. The lead was explanted and replaced on (B)(6) 2020. The patient¿s condition was stable throughout the explanation procedure. A new lv lead was implanted also, and the patient¿s condition was stable throughout.